Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing resulting from right ventricular (rv) lead fracture. It was noted there was also high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly high voltage (hv) lead trend data shows an increase for min and max svc defibrillation impedance equal to 53 to 254 ohms peak between (B)(6) 2013. There was one patient alert for oot subthreshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows an increase for ventricular pace biventricular impedance equal to 703 to 4047 ohms peak between (B)(6) 2013. Ventricular short interval count (v-sic) equal to 2555 counts, in 1.26 days between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.